Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8015 had an error code 800.8000 was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, flashing unit: recommended flashing firmware. If issue error code does not clear, recommended replacing logic board. Customer will flash firmware. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn't determined the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8015 had an error code 800.8000. There was no patient involvement.